Event description:
It was reported that during the procedure in the left renal artery for treatment of a 70% stenosis, a spartacore guide wire and 6f non-abbott guide catheter were successfully placed. A 5.0x12 herculink elite stent system was advanced. During advancement across the stenosis in the left renal artery, the stent dislodged. No resistance was felt and no force was applied during advancement. The herculink stent system was withdrawn from the anatomy. An unspecified 2.0 balloon catheter was advanced distal to the stent and inflated to nominal pressure in an effort to retrieve the stent. The stent, balloon catheter, and guide catheter were pulled back to the procedural sheath but could not enter the sheath. The patient was taken to surgery for successful removal of the stent, balloon catheter, and guide catheter. The patient remained hemodynamically stable throughout. The patient was discharged two days post procedure. The patient was readmitted on (B)(6) 2012 for unrelated cardiac issues. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.